Event description:
It was reported, pt indicated device was displaying elective replacement indicator (eri) with picture of a dr and telephone. The pt noted worsened head tremor. This came after only 6 weeks of having had the device replaced following the previous device draining, following initial implant on (B)(6) 2010. Pt was instructed by company rep to call neurologist who reviewed on (B)(6) 2010. Therapy and electrode impedance measurements were taken with no issues detected. The pt programmer was placed over the ipg and displayed on and ok. Pt still rec'd therapy. It was further reported the original settings on first device were r = case+, 1-3.2v/60microsecs/160hz l = 3+, 2-, 1- 3.5v/150microsecs/160hz. The impedance measurements between electrode 2 and 3 on the right were less than 50 ohms. The new settings for new ipg were r = 2+, 1- 2.5v/60microsecs/160hz l = 2+, 1- 2.5v/60microsecs/160hz. The impedance measurements between electrode 2 and 3 on the right was still less than 50 ohms. Additional info was requested and will be provided when it becomes available. Refer to MFR report # 3004209178-2010-08271 for low impedance on prior device.

Manufacturer narrative:
(B)(4).